Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that following an implant procedure, the patient was unable to move both legs. The physician opted to explant the devices an hour after the patient reported the symptoms. The suspected or known cause of the neurological symptom was bleeding at the surgical site and it was not device related. The procedure went fine it was just the patient made up an underlying unrelated issue that contributed to it. No device malfunction was suspected. The patient was doing well postoperatively.